Event description:
It was reported to philips that the system's shutters were opening and closing on their own, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the shutters opening and closing on their own. Upon troubleshooting, the philips field service engineer (fse) inspected the detector rotation assembly and found it difficult to move without power. After removing and cleaning the brake assembly movement improved, but bodyguard dirty errors persisted. The fse installed a replacement bodyguard, calibrated it, and fitted a new luc extension board¿neither resolved the issue. Cable testing showed the bodyguard cable fails when looped back at the detector connector but passes when looped at the backplane, indicating a fault between the detector connector and the backplane and fse again ordered the cable from the backplane to the bodyguard connector. To resolve the issue fse replaced detector bodyguard cable from l-arm backplane to detector bodyguard and calibrated bodyguard sensor and detector rotate current. The defective part was sent for analysis, for bodyguard sensor no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.